Event description:
The ICD showed eos status at follow-up in 2008. At that time, the device holter contained over 500 vf detections due to oversensing of noise signals, most resulting in short, aborted charges on the high voltage circuit. On two days later, a generator change with possible lead replacement was scheduled. Intraoperative lead testing did not reproduce ventricular oversensing and the physician replaced the ICD and not the lead. Shortly after closing the pocket, the pt rec'd inappropriate shock therapy from the new ICD. The stored holter showed noise signals on the ventricular and far-field channels. The physician then implanted a new right ventricular ICD lead. The kentrox ICD lead was cut to remove the connectors and the yolk, and the distal portion was capped and remains implanted. The atrial lead remains in service. Pt outcome after the second procedure was good with no further episodes detected and good acute lead performance.